Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the ultrasonic bath was encrusted and the sample probe was broken and repaired both. The fse confirmed analyzer operation. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for about 20 patient samples on a cobas pro ise analytical unit. The customer reported about 20 patients with sodium values >150 mmol/l. The patients' ward questioned the results and the customer repeated the samples. The samples were repeated on a cobas pure analyzer and repeat results were about 10 mmol/l lower than the initial results. The exact results were not provided.